Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, due to the issue being resolved in the field. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported by the local bas sales rep that the customer's sr 6 system froze up on the user one or two times over the span of two months. The rep stated that the system's functions would stop working when the user selected too many buttons at one time. The issue was resolved by reloading the system's software. The freezing has not reoccurred since the software was reloaded.